Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annular dimensions were diameter of valsalva 27mm, perimeter of annulus 66.1mm and ascending aorta diameter 29mm. After the navitor was deployed, when the imaging performed a dissection was noted in the common femoral artery. The dissection was repaired surgically, the flow to the lower extremity was checked with angiogram, and the patient was returned to the intensive care unit (ICU) room. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of dissection of the common femoral artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported dissection of the common femoral artery could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances (repair of common femoral artery). There is no indication of a product quality issue with respect to manufacture, design, or labeling.